Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. A versacross connect and watchman fxd curve access system (was) were utilized for trans-septal puncture (tsp). On the first and second tsp attempts, bubbles could be seen in the left atrium, however the devices were unable to advance across the septum. On the third attempt, the versacross connect with was and intracardiac echocardiogram (ice) catheters were able to advance across the septum. As the ice catheter was in the left atrium, the patient's blood pressure began to drop and a 1-2cm pe was identified predominately around the right ventricle, though it was found circumferential. Protamine was quickly given and a pericardiocentesis was performed with 475ml of blood drained. Medications were given to stabilize the blood pressure. The pe had resolved, the blood pressure stabilized, and the patient was transferred to the intensive care unit for overnight monitoring.